Event description:
The customer observed falsely elevated potassium results generated from alinity c processing module for a patient. The results provided were: sid (B)(6) initial=6.8 meq/l /repeated=6.8 meq/l/repeated on istat=4.4 meq/l the patient specimen condition was 1+ hemolyzed. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The instrument service history for alinity c processing module, serial number (B)(6), review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Additionally review of complaint and trending data associated with the alinity c ict module did not identify an increase in complaint activity. The alinity ci-series operations manual provides troubleshooting instructions for erratic/discrepant ict results. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the ict module.

Event description:
The customer observed falsely elevated potassium results generated from alinity c processing module for a patient. The results provided were: sid (B)(6) initial=6.8 meq/l /repeated=6.8 meq/l/repeated on istat=4.4 meq/l the patient specimen condition was 1+ hemolyzed. There was no reported impact to patient management.